Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found poor drainage of needle bellows during start-up. He replaced the needle assembly and needle waste tubing through pv21 and pv22 to resolve the issue. Upon recur, the failure modes identified will likely cause erroneous results for all parameters due to carryover. (B)(4).

Event description:
The customer reported about 20 ml of cleaner mixed with blood leaking out of the right side of the lh500 instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection to the reported event.